Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The patient was scheduled for lead revision. No further information was provided.

Event description:
New information received notes when the patient presented for a generator change-out due to the advisory, the lead was capped and replaced on (B)(6) 2017. The procedure was completed successfully without adverse consequences to the patient. The patient is doing well and will continue to be monitored with routine follow-up.